Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code after pump was splashed with water from sprinkler. There was no reported impact to the customer¿s blood glucose level. The customer had some alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.